Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump was unable to verify rewind anomaly due to no button response. Insulin pump received with minor scratches on display window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on his insulin pump and the buttons stopped working. The customer also stated the insiulin pump was rewinding slowly. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 132 mg/dl. Nothing further was reported.